Manufacturer narrative:
On an unreported date in (B)(6) 2016, the patient experienced peritonitis. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by abdominal pain and cloudy effluent. The patient was not hospitalized for the event. The cause of the peritonitis event was unknown. On an unreported date, the patient was treated with unspecified antibiotics (dose, route, and frequency were not reported) for peritonitis. The patient¿s outcome was not reported. At the time of this report, pd therapy was ongoing. No additional information is available.